Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 126492019. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) would inflate; however, it expanded laterally rather than longitudinally. A surgical procedure was performed, during which the ipp was removed, and significant amount of tissue was also removed from the corpora. After the removal, the ipp was tested and was found to be fully functional. The suspected cause of the incorrect inflation was the significant amount of tissue found. As a result, a tactra was implanted to allow the patient to heal. No further patient complications were reported.